Manufacturer narrative:
Patient weight is unknown. The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiration. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Manufacturer narrative:
Additional information from the account confirmed the stenosis was at the duodena-ileal junction, not at the gastro-ileal junction as was reported in the initial MDR. Additional information also confirmed the patient's stay at the hospital was "to be confirmed", not "to be continued" as was reported in the initial MDR. According to the account, the patient was okay after the surgery and got out of the hospital a couple days post-op; the patient is currently okay. Investigation results: the reported event could not be confirmed as the complaint device was not returned for evaluation. The directions for use (dfu) indicate that the device is intended for use in adult and adolescent populations to endoscopically dilate strictures of the esophagus; in this case the balloon was used to dilate the duodena-ileal junction. Therefore, user error may have contributed to the reported event.

Event description:
Note: this report pertains to one of two cre balloon dilatation catheters used in the same procedure. Manufacturer report #3005099803-2011-00873 addresses the first balloon, while manufacturer report #3005099803-2011-00874 addresses the second balloon. It was reported to boston scientific corporation on (B)(6) 2011 that two cre balloon dilatation catheters were used during a dilatation procedure performed on a (B)(6) female patient on (B)(6) 2011 (patient weight is unknown). According to the complainant, the patient had a bariatric surgery a couple weeks prior to this event. During this procedure, the patient's vital signs, blood pressure, and saturation were reported to be stable. The first cre balloon was inserted at the stenosis of the gastro-ileal anastomosis. The balloon was inflated to each size (10-11-12mm), and then was removed from the patient. The second balloon was inserted at the stenosis of the gastro-ileal anastomosis and was inflated to each size (12-13.5-15mm); this device was then removed from the patient. The procedure was completed with the second cre balloon dilatation catheter, however after the scope was removed, the patient complained of breathing difficulty, abdominal and gastric pain, and felt anxious. The patient was then brought to radiology, and an ileal perforation distal of the anastomotic stricture was confirmed. The patient was brought to surgery and the perforation was successfully closed. There was no damage noted to the packaging of either device and no damage was noted to the devices upon removal from the packaging. In addition, it was confirmed there were no visible or functional issues with either balloon, although it was stated the distal tips of the cre balloons may be "too hard" and potentially caused the perforation. However, it should be noted that the complaint devices were used off-label to dilate an anastomosis post bariatric surgery; this device is indicated to dilate strictures of the esophagus. There were no complications during surgery. The patient's condition at the conclusion of the surgery was reported to be stable, and the patient's stay at the hospital was reported to be continued. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further information is obtained a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two cre balloon dilatation catheters used in the same procedure. Manufacturer report #3005099803-2011-00873 addresses the first balloon, while manufacturer report #3005099803-2011-00874 addresses the second balloon. It was reported to boston scientific corporation on (B)(6) 2011 that two cre balloon dilatation catheters were used during a dilatation procedure performed on a (B)(6) female patient on (B)(6) 2011 (patient weight is unknown). According to the complainant, the patient had a bariatric surgery (B)(6) prior to this event. During this procedure, the patient's vital signs, blood pressure, and saturation were reported to be stable. The first cre balloon was inserted at the stenosis of the gastro-ileal anastomosis. The balloon was inflated to each size (10-11-12mm), and then was removed from the patient. The second balloon was inserted at the stenosis of the gastro-ileal anastomosis and was inflated to each size (12-13.5-15mm); this device was then removed from the patient. The procedure was completed with the second cre balloon dilatation catheter, however after the scope was removed, the patient complained of breathing difficulty, abdominal and gastric pain, and felt anxious. The patient was then brought to radiology, and an ileal perforation distal of the anastomotic stricture was confirmed. The patient was brought to surgery and the perforation was successfully closed. There was no damage noted to the packaging of either device and no damage was noted to the devices upon removal from the packaging. In addition, it was confirmed there were no visible or functional issues with either balloon, although it was stated the distal tips of the cre balloons may be "too hard" and potentially caused the perforation. However, it should be noted that the complaint devices were used off-label to dilate an anastomosis post bariatric surgery; this device is indicated to dilate strictures of the esophagus. There were no complications during surgery. The patient's condition at the conclusion of the surgery was reported to be stable, and the patient's stay at the hospital was reported to be continued. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further information is obtained a supplemental MDR will be filed.